Event description:
The customer reported via phone call that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer reported that they had received low glucose alarms during the night. The customer would eat and drink to raise their blood glucose but would end up experiencing very high blood glucose later on. The customer explained that they had a blood glucose of 400 mg/dl once and that they treated themselves with insulin pump therapy. The customer was advised that the sensor would be replaced. The customer was advised to not treated blood glucose based off sensor readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.